Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced insulin was leaking with the infusion set at connection site on (B)(6) 2025, which resulted in elevated blood glucose (400 mg/dl) which was lasted for 5 to 6 hours, therefore patient had reverted to manual backup therapy to get their bloog glucose levels to trend down the infusion set was in use for five to six hours (each day). No further information was available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (8021545-2025-00753), was submitted on 18 april 2025. However, based on investigation done on 22 jan 2026 and clinical review done on 23 jan 2026, it was found that the serious injury was not related to the infusion set and no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.